Event description:
Litigation papers allege pain, injury, and elevated metal ion levels. Update: (B)(6) 2015 - litigation alleges patient suffers from discomfort. There is no new additional information that would affect the investigation. Update ad (B)(6) 2022: (B)(4) has been reopened under (B)(4) due to the receipt of asr litigation record. Patient alleges emotional distress, disability, disfigurement, and economic damages. Added patient's dob, lawyer, and law firm. Added surgeon and revision hospital. Doi: (B)(6) 2006, dor: (B)(6) 2021, (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Initial reporter occupation: lawyer. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.